Event description:
Reported that a staff member was turning a pt in the bed. The resident allegedly reached and grabbed hold of the siderail, the siderail went down and the resident fell to the ground. Reportedly, the resident passed away the following day. There has been no conclusive report as to the cause of death.